Event description:
I was implanted (B)(6) 2011, I recently submitted on (B)(6), a follow up to a email I sent in on (B)(6). My access # is (B)(4). I am once again updating. I have recently undergone a heavy metals hair testing due to my allergy to nickel, I wanted to see what it was before my surgery. As you can see in picture I provided, not good at all. My pre op in (B)(6), surgery is set for (B)(6), I will undergo a hysterectomy, and tubes, and coils will be removed. Thank you all for removing the nickel warning, off the label not enough to harm someone with a nickel allergy.